Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer inform the stm that a broken screw was found in the battery bay which was not allowing the batter or the ac power brick to insert fully. When the customer removed the piece of the broken screw, the battery and ac power brick inserted correctly. The stm performed and passed all functional and safety tests to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the ac adapter battery of the cardiosave intra-aortic balloon pump (iabp) would not go into bay two. There was no patient involvement and no adverse event was reported.